Manufacturer narrative:
This lead is not expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this lead exhibited high out of range pace impedance measurements. The lead was replaced and normal measurements were noted. This lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this lead exhibited high out of range pace impedance measurements during the implant. The lead was replaced and normal measurements were noted. This lead will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem and the implant and explant date.

Event description:
It was reported that this lead exhibited high out of range pace impedance measurements during the implant. The lead was replaced and normal measurements were noted. This lead will not be returned. No additional adverse patient effects were reported.